Event description:
Darkened segments were noted on the compact plus display while troubleshooting with the manufacturer. No adverse event reported. Requested return of suspect device and replacement was sent.